Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient had a history of hypertension but it was believed that their blood pressure had been maintained after surgery. The diagnosis was considered a venous infarct which happened during the surgical procedure when the surgeon was opening the dura. The patient was being transferred to a rehabilitation center soon to work on some of their deficits related to the infarct. Some deficits include not being able to feed themselves and incontinence. It was unknown if the confusion was resolved.

Event description:
It was reported that the patient was temporarily unresponsive to voice nor eyes as if catatonic. When asked what year he was born in, he was eventually able to answer. This incident lasted about three minutes. About 5 hours later manufacturer representative was informed that patient had another episode and had been confused about the date and said it was 2001. Patient was taken to the emergency room. Additional information was received stating the patient was admitted last night with seizures due to a small cortical bleed. His bleed has been stable on serial cts and measures 3 cm x 1.5 cm. He is neurologically intact except for parkinson's disease sxs and he has having incontinence. It was reported that before his hospitalization he was having unresponsive spells, incontinency, and mild headaches. Family member reports taking his bp and he was in the 140 range, but in the ER it was 169. He is now in the ICU and normotensive and on keppra. He is getting his pd meds. Rep spoke with physician who provided a description of the bleed and its stability on cts done at 1 am, 6 am, and 9 am. He did not know the reason for the extra scan. Stage 2 surgery on wednesday will be determined based on his CT and how patient does.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.